Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), h10. Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 may 2019 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the unit pumped when initially tested; however the balloon waveform decreased systematically until it flatlined. The fse identified no traces of blood on pim, and the pim tubing was dark without any physical traces of moisture. Issue were confirmed in the logs. To fix the issue, the fse replaced the pneumatic module assembly and successfully completed a simulated treatment with trainer and testing catheter without issue. The iabp was able to pass all the leak tests, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) would not pump. No patient harm, serious injury or adverse event was reported.